Manufacturer narrative:
The customer¿s reported condition was that the device had internal issues. The device was returned for evaluation and failed the self-test, it would not turn on. The reported condition was confirmed. The driver motor printed wiring assembly (pwa) board, plunger motor, I/o motor, interface cable and flex driver motor cable were replaced. Charring found on the driver motor pwa board. The probable cause is contamination got on the driver motor pwa board and causes it to get burnt and contamination got on the plunger motor and I/o motor.

Event description:
The event involved a plum 360¿ infuser on an unknown date for internal issues. The event occurred during testing. When the sample was received for the investigation, it was found that churring found on the driver motor pwa board.